Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the motion board, relays, fuses, motion drive board, and varistor were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was moving really slow and needing the clutch switched to manual to move down the hall. The x-ray worked when plugged into the umbilical. The battery monitor showed no charge, but the site confirmed the system was plugged in overnight. There was no patient present.

Manufacturer narrative:
The relays and varistor were returned to the manufacturer for analysis. Analysis found no failure with these components. The motion board and fuses were under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The 15a/600 fuse was returned to the manufacturer for analysis. Analysis found that there was an electrical failure, continuity testing confirmed fuse was open. The motion control board (pcba) was returned to the manufacturer for analysis. Analysis found an electrical failure due to over stress that caused critical damage. The 12amp relay kit was returned to the manufacturer for analysis. Analysis found no failure/fault with this component. If information is provided in the future, a supplemental report will be issued.